Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of undesired sensations, stimulation-related and device warm during charging can be related to no stimulation were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a patient with an unknown snm ipg device experienced a shocking sensation while charging their battery. The patient noted the battery was hot and they experience muscle contractions. Troubleshooting took place and there were no impedances found. A new charging unit was used, but the patient immediately felt a shocking sensation at the battery site, so the charger was removed. The device was put into hibernation mode. The patient later underwent an explant after having their device off for a few weeks and was doing better as a result.